Event description:
The hcp reported the pt was experiencing diminished pain relief. A catheter dye study demonstrated the catheter to be okay. No alarms were heard. The pump was explanted and replaced and returned to the MFR for analysis.